Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms, loss of capture (loc), noise and oversensing that resulted in delivery of inappropriate anti-tachycardia pacing (atp). Noise was able to be reproduced with patient isometrics. Review of the lead under fluoroscopy revealed no obvious fracture. An invasive procedure was performed. A portion of the lead was cut and explanted and the remaining portion was surgically abandoned. No additional adverse patient effects were reported.